Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient in there late 70¿s or early 80¿s underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported by the bwi representative that after about 15-20 post-procedure when anesthesia was trying to wake the patient up, they noticed a minor change in blood pressure. The patient had a small baseline effusion present pre-procedure. The physician performed a transthoracic echocardiogram and confirmed that the existing effusion had grown. A pericardiocentesis was performed and an unknown amount of fluid was removed. The patient was stable throughout the ablation procedure. No additional intervention was performed and the patient was discharged from the ep lab. The physician thinks that while they had a deca catheter and a st. Jude live wire in the coronary sinus pacing, the patient moved which could have caused a small perforation. The catheters are not available for return. All products were discarded before the growth in effusion was noticed. The bwi devices used in the procedure were the ablation catheter, pentaray catheter and the reference patches. Additional information was received. The specific date the adverse event occurred was on (B)(6) 2022. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was procedure / patient condition while moving the st. Jude deca catheter to try and find the phrenic nerve near the svc. They were unsure of the length of stay in the hospital. No (generator/pump) malfunction has been reported, did not happen during ablation as this was a cryo af procedure.. Needle details for transseptal puncture performed was not available. Ablation was performed only on cti line. No evidence of steam pop. About 20 mins after all catheters were pulled was when effusion was noticed. Normal flow settings was used for the irrigated catheter used in the event. Correct catheter setting was selected on the generator. Pump switching was not from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag. Parameters for stability for the visitag module used were time/stability/fot. No additional filter used with the visitag. Color options used prospectively was fti.